Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Product code 966120 has been broken during knee endoplastic type pfc. Some part of product length 9 cm stayed into patient body.

Manufacturer narrative:
Examination of the submitted instrument confirmed the reported breakage. Review of supplied x-rays confirmed a portion of the instrument remains in the patient. The root cause is attributed to design. Eco412859 was implemented on (B)(4) 2013 to remove the custom 455 ss material from depuy drawing dwg-13760040. A medical device correction notice was distributed on february 05, 2013 and march 11, 2013 for specific lots of the 966120 product code. The notice indicated that depuy has identified the potential for the sp2 im rod to fail due to fatigue when excess leverage is applied at the tip. Surgical techniques were updated and technical points were emphasized that may further reduce the incidence of tip fracture in the communication. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.